Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that the observed discrepancies occurred during the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Customer care recommended that the user re-link their sensor to allow the system to re-initialize and converge faster. However, the user later reported that the sensor appeared to be working as expected and that they did not need further assistance. Per dms review, the user was using the system with up to date information.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.